Event description:
Customer reports to have received excessive no delivery alarm. Customer's blood glucose was 300 mg/dl or 400 mg/dl. Customer was advised to change the type of infusion set used. Customer was transferred to helpline. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.